Manufacturer narrative:
Evaluation anticipated, but not yet begun.

Event description:
When in use, the air bubble detector of a heart lung console produced false alarm. There were no reported consequences to the pt as a result of this event.